Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were place prior the hydrogel injection. After the procedure, it was reported the patient began radiation but then developed increasing pain and had point tenderness in the perineum. He had received 7 fractions of the planned 28 fractions of intensity-modulated radiotherapy (imrt) external beam radiation therapy (ebrt). The patient's primary care physician (pcp) put him on narcotics and his radiation was stopped as of may 26, 2023. A computed tomography (CT) scan showed there was no evidence of abscess, but it was thought there was a possible rectal wall infiltration. Therefore, the physician ordered a prostate magnetic resonance imaging (MRI) to evaluate further. Further information received reported that the patient had a bowel movement the next day and their pain was resolved. It was also clarified the hydrogel was implanted in its intended location and was noted to be a good hydrogel placement. The patient's radiation was only paused for one fraction and then it was resumed.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain.